Event description:
The customer reported intermittent button response from the insulin pump. The customer stated that the problem was not causing any larger problems. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. However, the customer preferred to keep the insulin pump. The customer was advised to monitor the situation and to call the helpline back if the issue persisted. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.